Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and suspected a gradual increase over the past six months. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and suspected a gradual increase over the past six months. No adverse patient effects were reported. This rv lead remains in service.